Event description:
It was reported that the burr became stuck in the lesion. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad), with a length of 32mm long and a vessel diameter of 3.0mm. A 1.50mm rotapro was selected for use. During the procedure, the burr became stuck in the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic inspection of the device found no damage or irregularity. The rotablator plus system was connected to the rotablator console control system. When the foot pedal was pushed, the device was able to reach and maintain optimal speed without issue or resistance.

Event description:
It was reported that the burr became stuck in the lesion. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad), with a length of 32 mm long and a vessel diameter of 3.0 mm. A 1.50 mm rotapro was selected for use. During the procedure, the burr became stuck in the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure. It was further reported that the device was removed by directly performing low-speed rotational atherectomy, pushing it forward and back, and then removing it from the patient.

Event description:
It was reported that the burr became stuck in the lesion. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad), with a length of 32mm long and a vessel diameter of 3.0mm. A 1.50mm rotapro was selected for use. During the procedure, the burr became stuck in the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure. It was further reported that the device was removed by directly performing low-speed rotational atherectomy, pushing it forward and back, and then removing it from the patient.